Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about a month they have been having pain right behind their stimulator. Caller stated they had an injection for arthritis in their left hip and the pain got worse instead of better. Patient stated they have never had pain like this. Caller added that they are seeing a message on their recharger telling them the battery needs to be replaced soon. Caller asked if an orthopedic surgeon could remove or replace the implant for them. Caller stated they don't have a managing physician at this time but just got a referral for an orthopedic surgeon to check out the pain behind the implant. Caller noted they were told last year they could have the implant replaced at any time. Agent reviewed information with caller and redirected to healthcare provider to further address the issue. At the end of the call, caller checked the programmer and said they were seeing por. Caller commented that they can't remember if the message on the recharger was also por but they also saw eri. Agent attempted to ask further information regarding the por, but caller stated their questions were answered and they did not need further assistance.